Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, five weeks of post deployment, inferior vena cava filter removal was scheduled. Access was gained via right internal jugular vein with a 21-gauge micropuncture needle. An 0.018 guidewire passed easily. A bentson guidewire passed easily into the infrarenal inferior vena cava. Pigtail catheter was placed below the infrarenal inferior vena cava filter which was tilted to the right. Digital inferior vena cavogram was performed which revealed no infrarenal clot or filter abnormality. After using a series of dilators, a 10-french retrieval sheath was advanced into the infrarenal inferior vena cava. Using a variety of maneuvers and angled fluoroscopy, attempt was made to engage the filter with a guidewire such that the apex would be pulled towards the midline away from the inferior vena cava wall and then the umbrella device, which was used to grasp it, to pull it into the sheath. Despite approximately 40 minutes of effort, was unable to retrieve it. It remains tilted rather rigidly towards the right lateral inferior vena cava wall. A pigtail catheter was placed below the filter and digital inferior vena cavogram were performed in ap and rao projection. It did not appear that the apex of the filter was adherent to the inferior vena cava wall, but it does not appear that this filter can be safely positioned to be grasped and then removed. The procedure was terminated. Around, ten years nine and months later computerized tomography-abdomen was revealed that an inferior vena cava filter with a few arms extending past the inferior vena cava wall and the apex adjacent to the right lateral wall. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) , filter tilt and retrieval difficulties. The definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h6 (results, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the inferior vena cava wall. The device has not been removed after an unsuccessful attempt. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and perforated the inferior vena cava wall. The device has not been removed after an unsuccessful attempt. The current status of the patient is unknown.